Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 36mm x 3.00mm, concentric, de novo target lesion containing a less than equal to 45 degrees bend was located in the mildly tortuous and non-calcified mid left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced but resistance were encountered. When the device was removed, a raised strut was observed. The procedure was completed with a non-bsc device. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with mid-section struts lifted and pulling distally. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 36mm x 3.00mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and non-calcified mid left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced but resistance were encountered. When the device was removed, a raised strut was observed. The procedure was completed with a non-bsc device. No patient serious injury or adverse event were reported and the patient's status was stable.